Event description:
It was reported by the customer in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.